Event description:
It was reported that the patient experienced discomfort at the ins site for the past three months. The pain was not consistent, but the patient stated she didn't want the implant because, it was deep in her buttock and she hadn't turned it on in about six months. It was reported that the patient couldn't lay on her right side at all and had to lay a certain way in her bed to avoid pain. While sitting the patient experienced an ache at the ins site that felt like stimulation, or something poking her. The patient stated that she had woken up during her initial implant surgery. It was later reported that the patient was seen at an appointment and it was determined that the patient needed reprogramming. An impedance check discovered that some electrodes were out, and it was noted that the patient had fallen out of bed several times. An x-ray showed that the lead position looked good, and the hcp gave the patient a pain patch to put over the battery for rubbing and the patient left happy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).